Event description:
Pt on IV antibiotics by PICC at home. Have had dvt complication secondary to PICC line that is being used. The pt requiring at least 3 months of anticoagulation with a parenteral medication initially and then long-term coumadin therapy.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.